Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a single level of non-vitros biorad control fluid processed on a vitros 250 chemistry system. The assignable cause of the lower than expected vitros na+ result is user error due to not calibrating na+ slides for an electrolyte reference fluid (erf) lot change. The lower than expected biorad level 2 na+ result was obtained using a new vitros erf lot which was not the erf lot used during the initial na+ calibration event. In the ¿when to calibrate¿ section of the vitros na+ instructions for use (IFU) the customer is instructed to calibrate na+ whenever the vitros electrolyte reference fluid lot number changes. Acceptable vitros na+ quality control results were obtained after a recalibration event was performed using properly handled calibrator fluids and the new erf lot. The investigation found no indication the vitros 250 chemistry system or vitros na+ slide lot contributed to the event.

Event description:
A customer obtained a lower than expected vitros na+ result from a single level of non-vitros biorad control fluid processed on a vitros 250 chemistry systems. Biorad control lot 31802 na+ result of 128.0 mmol/l versus an expected na+ result of 160.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained when processing a quality control fluid. No patient results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).